Event description:
During an incident in 1999, involving a female patient in cardiac arrest, this defibrillator started up with a "monitor only" message and would not analyze or deliver shocks. The pads and connections were checked and no problems were found. CPR was started. An als crew arrived and took over patient care. The patient was transported to a hospital and was pronounced doa.

Manufacturer narrative:
The returned defibrillator was tested using a known good power source and during self-test, the display backlight flickered and the unit shut down with 2 lines across the screen and with 2 beeps repeating. A short circuit was found on the backlight display causing a current drain that shut the unit down with 2 black lines displayed and 2 audible beeps. The display assembly was replaced and proper operation for patient treatments was verified.the reported complaint that the unit powered on with the message "monitoring only" was not verified and cannot be explained. The electrode pads used at the scene were not returned for evaluation. No report of the unit powering off was made. The 2 returned expired batteries, laerdal lot 961028 and non-laerdal lot 930915, were both verified to lack the capacity for even one shock, shutting the unit down during the self-test and failing the battery capacity test defined in the hs3000 operating instructions. We believe the poor patient-to-electrode pad contact, high transthoracic patient impedance or a combincation of these factors prevented the device from analyzing the patient. Poor electricalcontact can be caused by many factors including, but not limited to, the patient's skin condition and hair, skin prep, inadequate pad adhesion, and electrode discrepancies. Rep was stent a letter, with a copy to another rep, explaining our evaluation and the condition of their batteries.